Event description:
Flaking. The coating flaked off inside of female patient during bunionectomy procedure. The product may have been hit with the saw during the procedure. A standard x-ray was taken after the procedure and the flakes of coating were seen inside of the patient. The patient foot is swollen and hot.

Manufacturer narrative:
There is currently no inventory of this device at the manufacture and no device was received for evaluation. This device is manufactured without a coating. A historical complaint review was conducted with no other incident of flaking noted for this device. At this time the most probable cause is contact between the device and the saw as per the customer's description of the event. Further investigation will be performed when the sample device is received from the customer.